Event description:
It was reported that the patient alert triggered due to the right ventricular (rv) lead impedance "not taken" message. It was noted the patient was anxious from the triggered alert. The implantable cardiac defibrillator (ICD) is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.